Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." "On or about (B)(6) 2013, [pt] was implanted with a cook celect filter after being diagnosed with a pulmonary embolism with contraindications to anticoagulation. In (B)(6) 2017, [pt] had a CT of her abdomen and pelvis done to evaluate other issues but captured her indwelling ivc filter. At that time, her radiologist did not note that [pt]'s ivc filter was perforating the bowel lumen. On (B)(6) 2019 [pt]'s scans were reevaluated revealing all four primary struts are perforating her ivc and one of the struts is impinging on her bowel and another on her abdominal aorta. On (B)(6) 2019, [physician] told the [pt] that due to her injuries it would be best for the filter to remain in place because removal will likely be too dangerous to perform."